Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced a low blood glucose alert during the first day of use after a routine breakfast announcement followed by several corrections, and the event was treated with approximately 4 ounces of orange juice with guidance to recheck and consider additional carbohydrates if levels did not rise. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting completed with caregiver acknowledgment and no escalation to medical care. Investigation included a review of use conditions and user-reported history surrounding the event. Investigation of this case revealed no device malfunction reported and suggested the hypoglycemia was associated with early-use adaptation and cumulative insulin dosing after meal announcement and corrections. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.